Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were currently hospitalized due to a high blood glucose level of 600 mg/dl. The customer was wearing the insulin pump at the time of admission. Blood glucose level at the time of the call was 367 mg/dl. The insulin pump did not show any signs of malfunction during troubleshooting, but customer requested a replacement. Customer was advised that the insulin pump would be replaced and agreed to return the device for analysis. The customer also reported a recent blood glucose level of 29 mg/dl, which was treated with juice.

Manufacturer narrative:
Motor error alarm during the occlusion test and pump unable to prime during the prime test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm and pump unable to prime. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and minor scratched lcd window.